Event description:
It was reported that when using the bd pyxis¿ es generic server, the orders were not crossing over to pyxis from cerner. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device brand name, section b describe event or problem. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) accessed the application server and noticed that while the last processed time was current, the "availableforprocessing" flag count kept increasing. The tss consulted an integration engineer (ie) and found no issues on the carefusion coordination engine (cce) server. A query run in the relevant knowledge article "inbound messages stuck on availableforprocessing=1" showed all entries had the flag set to 1. Restarting the external messaging service did not resolve the issue. All devices were in critical override, messages were crossing the interface correctly, but the purge process was affecting message status visibility. The tss mentioned that pse and devops were actively worked on the server and confirmed that messages were crossing interface was current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing over to pyxis from cerner. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.